Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with possible over delivery anomaly. The event involved product(s) unk_ngp. Troubleshooting was performed for low blood glucose event and the customer has been using the insulin pump system within 48 hours of reported low blood glucose event. It was unknown whether customer was using the auto mode/smartguard feature at the time of the event. Customer believes the pump was over delivering. No further patient complications were reported. No product return is required for unk_ngp.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer just sat there and did not respond. No treatment for the low was mentioned. Product is a set. Please see (B)(4) for the pump. Troubleshooting was done. Customer was unsure if smartguard was used. Set is not returning.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.